Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there were problems with two apollo catheters. The first apollo had resistance with a guidewire in its distal end. For the second apollo, separation/break and/or tip premature detachment occurred. The patient was undergoing neurointervention minimally invasive surgery, intracranial arteriovenous malformation embolization. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a 7mm diameter. It was reported that a femoral artery puncture was done. The 6f long sheath successfully reached the common carotid artery and the intermediate catheter was further pushed to go upper. Internal carotid, external carotid, and posterior circulation vertebral artery angiography were performed to determine the blood supply artery of the malformation and the hemodynamics of the entire malformation. This was not the first embolization treatment for the patient. This time, one or two blood supply arteries were selected for onyx embolization, and finally an external carotid artery was selected for embolization. The 0.010-inch asahi guidewire successfully brought apollo to the target vascular area, followed by dmso filling the microcatheter, and then onyx was injected. Everything went smoothly in the first few embolizations. Later, changed to another blood supply artery and opened another apollo to put in place. However, this apollo felt particularly astringent and had great resistance during the placement in place according to the guide of the guidewire. When the proximal end of the guidewire rotated, the distal guidewire did not respond at all. It felt like the guidewire and apollo were completely stuck together. The physician did not dare to operate violently, fearing that the apollo catheter tip end deployment area would fall into the body, so had to withdraw the guidewire and apollo as a whole from the body. It was found that the two were still stuck together. It was felt that there might be a problem with the lumen of this apollo. The reason was that there was no problem with the previous apollo, but this one had obvious resistance and astringency with the same guidewire. The physician opened a new asahi guidewire and a new apollo again and put in place again. This time everything went smoothly, without any obstruction or other reasons. Everything went smoothly and was put in place, and then microcatheter angiography was performed, but another problem occurred at this time. During the microcatheter angiography, this apollo tip end was actually directly detached, that is, its distal deployment segment was directly detached just during the angiography. The physician had to open another apollo again. The same steps were followed by the microguidewire to lead the new apollo to the expected area. There were no problems with the microcatheter angiography this time. Then dmso was filled, and onyx was injected for embolization. There were no unexpected situations this ti me. Everything went smoothly and the operation was successfully completed. In short, there were problems with two apollos. The first one was adhesion and high resistance when the microguidewire was placed in place. The second one was that the tip was detached before injection. For the second apollo, catheter separation/break occurred during use. There was no friction or difficulty during injection. No force was applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm. The catheter was not stuck inside the guide catheter. No surgical or medicinal intervention was required. The broken location was at the distal end and tip premature detachment was indicated. This did not occur during onyx injection. It was noted that the separated tip had been left in the patient's body and could not be removed. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include an ordinary 6f guiding sheath, apollo microcatheter, asahi guide wire, 0.010 inch, 200 cm x2, onyx 18 liquid embolic.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned within a shipping box, a plastic bio-pouch, and a secondary sealed pouch. Damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. Testing/analysis: the ldpe overlap was measured to be 0.95mm, which is within not specification (1.0-2.5mm). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported it was clarified the detachable tip detached prematurely. It occurred during microcatheter angiography. The cause of the resistance and premature detachment was not determined. It could only suspect that it's caused by the impact of heparin water during microcatheter angiography, or that it was a problem with the catheter itself. Of course, it could be confirmed and it still needed analysis by professionals on your side. There was no resistance when the apollo was being advanced or retrieved. At the time onyx had not been injected yet. It occurred when the microcatheter was in place and microcatheter angiography was performed. The apollo tip was in the distal branch of the external carotid artery. The guidewire was hydrated as indicated in the instructions for use. The patient had no complications and everything was fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.